Event description:
During surgery,the femoral canal was prepared,final broach used size 12 when they inserted the final stem size 12 it was far too tight,in particular in the distal third.they had to remove it (with some difficulty) and implanted another size.the surgery was extended by one hour.